Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia due to personal diabetes manager not working properly. The patient's blood glucose levels reached 320 mg/dl and he was vomiting. The patient was treated with insulin and fluids; he was also prescribed zofran, reglan and insulin. The patient was released the same day.